Event description:
It was reported that in a comparison of other manufactured tubes erroneous results were experienced with an unspecified bd vacutainer¿ sst blood collection tubes. The following information was provided by the initial reporter: (1 of 2 complaints) internal study comparing greiner tubes to bd tubes revealed differences with sst gold tube in certain assay. The light green lithium/hep tube revealed large differences with greiner tube.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted h3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that in a comparison of other manufactured tubes erroneous results were experienced with an unspecified bd vacutainer¿ sst blood collection tubes. The following information was provided by the initial reporter: (1 of 2 complaints) internal study comparing greiner tubes to bd tubes revealed differences with sst gold tube in certain assay. The light green lithium/hep tube revealed large differences with greiner tube.